Event description:
It was reported that during a stenting treatment procedure, a stent strut was broken. The 38mm x 2.50mm taxus element stent delivery system (sds) was introduced and advanced to treat an unknown lesion. The sds could not cross the lesion and it was noticed that a strut was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a stent strut was broken. The 38mm x 2.50mm taxus element stent delivery system (sds) was introduced and advanced to treat an unknown lesion. The sds could not cross the lesion and it was noticed that a strut was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified proximal stent damage. The proximal stent struts were severely crushed and raised, this damage caused the stent to recoil 17 mm distally from the proximal marker band. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).